Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of rotator cuff deterioration and subsequent superior migration of the humeral head resulting in prosthesis wear of the glenoid component. However, the failure could not be confirmed as the device was not available for evaluation and no images were provided. The reason for the rotator cuff failure cannot be conclusively determined but may be related to an underlying patient condition, component sizing or positioning issues, or a combination of the above. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, a patient underwent a revision of an anatomic total shoulder arthroplasty to a reverse total shoulder arthroplasty following cuff failure and degradation of the glenoid poly. Some bone product was utilized behind the baseplate to fill in holes left by the peripheral pegs. All previous implants were removed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.